Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿vii. Instructions for use: the surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. When using a trocar please follow these instructions: with one drain: draw drain using trocar from inside to outside of wound. Ensure that perforated section of the drain is within the critical fluid collection areas of wound. Remove trocar only by cutting the drain one inch from the end of the trocar. Trim non-perforated section of drain to desired length. Attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. With two single drains: follow instruction # for each of the two drains separately. With a double drain: draw drain using trocar from inside to outside of wound. Ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. Cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. After cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol." The device was not returned.

Event description:
It was reported that the connector was loose and did not fit the drain tube.